Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy for menorrhagia and fibroids. Procedure date is unknown. Intuitive surgical was provided with the operative report. Additional information provided includes medical records and follow up operative and progress reports there was not an indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery .there was no report of an intraoperative complication . Laparoscopic robotic hysterectomy on (B)(6) 2012. Discharged home next day in stable condition. On (B)(6) 2012 visit to urologist, began experiencing right flank and groin pain around 2-3 weeks post op. Then leakage in vagina.. On (B)(6) 2012 cystoscopy with retrograde pyelogram. Attempted right ureteral stent placement. Could not pass stent. On (B)(6) 2012- robotic right ureteral reimplantation with psoas hitch. On (B)(6) 2012- stent removal.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical procedure. Ureter injury at the ureterovesical junction is a recognized complication of hysterectomy and can occur with any method of operation. Uterine enlargement can make identification of the ureter at this point especially difficult.